Manufacturer narrative:
Unknown if sample is available for investigation. Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
This event is reported as: during application of the clips, one clip out of 6 stayed locked. Other clips from the same lot# were used successfully. No patient injury or consequence.